Event description:
Two filters did not completely open following deployment via jugular approach in a dialysis pt. The physician chose not to place a third filter. Follow up films indicated that both filters appeared to have been placed in a fold of the cava. The physician also indicated that the extremely small cava size as well the angle of the cava may have contributed to this event. He felt the sheath was at the back side of the cava causing the filters to come out at a right angle and resulting in incomplete openings. "Results of multicenter study of the filter" published in 9/19/91 edition of the journal of vascular surgery documents a factor associated with this type of incident. "When the carrier system is not centered in the vena cava but against the wall, the filter will be discharged into a narrower folded area of the cava". Co believes this factor may have contributed to this event. Directions for use state: "confirm location of the carrier capsule by injecting contrast through through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."